Event description:
It was reported that an opticap had an inadequate amount of iodine, as the sponge was dry. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Five unopened devices were received for evaluation. The visual inspection was unable to verify the reported condition of inadequate iodine. The devices were "bubble tested" by placing them underwater and observing whether or not the over-pouch was compromised. Each device showed zero evidence of any abnormalities present on the over-pouch. The devices were also weighed to determine whether or not the appropriate amount of iodine was present. All the devices, when connected to the mating connectors, showed evidence of transfer of iodine. This verified that iodine was present and also indicated that iodine was dispensed during manufacturing. The returned devices passed all the visual and functional testing performed and operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.